Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2010 at 15:29:00. During night drain cycle one, the patient's ultrafiltration reading was 673ml, indicating the patient drained 673ml more than their maximum programmed fill volume of 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.